Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11928.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age ¿ 90 years, gender, comorbidities not provided) likely contributed to the reported post procedure strokes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: lin n, nores ma, james tm, rothenberg m, stamou sc. Alternative access transcatheter aortic valve replacement in nonagenarians versus younger patients. Thorac cardiovasc surg. 2020;10.1055/s-0040-1708478. Doi:10.1055/s-0040-1708478. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported through an article, ¿alternative access transcatheter aortic valve replacement in nonagenarians versus younger patients", a cohort study of 171 consecutive patients undergoing alternative access (aa) tavr (transapical [ta], transaxillary [tax], transaortic [tao], and transcarotid [tc]) from 2012 to 2019 was analyzed. The study sought to investigate the clinical outcomes of nonagenarians (90 to 99 years old, high-risk, frail group) who underwent aa tavr for aortic stenosis. The edwards sapien 3 valve was implanted in the majority of patients (96%). Stroke was recorded in 13 patients (eight ta, three tax, one tao, and one tc).